Manufacturer narrative:
Summary of evaluation: all testing was performed at standard laboratory conditions. All test results are satisfactory and in accordance with the registered spec for the product.

Event description:
The cement hardened prematurely. There was no adverse consequence for the patient.